Event description:
It was reported that customer experienced continuous glucose monitoring error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error did not recur after reset, and successfully started new sensor session, with no additional information received regarding further outcomes.